Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar incidents from this lot. The investigation determined the reported/noted activation failure appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed reports additional information was received. It was reported the procedure was to treat a highly calcified lesion in the left external iliac artery. The 8.0x60mm absolute pro self expanding stent system (ses) was advanced to the target lesion however during deployment, the thumbwheel did not work and the stent failed to deploy. Therefore, the ses was removed and the procedure was continued with the use of another stent. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified vessel. A 8x60mm absolute pro self-expanding stent (ses) was advanced to the lesion and attempted to be deployed; however was noted to fail to deploy. Therefore the ses was removed and the procedure was continued with the use of another stent. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.